Event description:
I started using poligrip and fixodent in the late 1980's. By 1990, I was undergoing medical exams and tests for burning and tingling and also numbness in my extremities. Treatments doesn't help much. In 1991, the pain was so severe. I retired from my job. My neuropathy is permanent and am under medical care and treatment. Dose or amount: #1 & #2, denture powder, frequency: #1 & #2, once daily, route: #1 & #2, oral. Dates of use: #1 & #2 1989 - present. Diagnosis or reason for use: # 1 & #2 denture adhesive. Event abated after use stopped: #1 & #2 no.